Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through a tier ii CAPA (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: reported condition for rupture cannot be confirmed since no picture or sample was available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor ruptured during infusion. According to the reporter, the patient observed that the infusor stopped flowing and was presenting an unusual aspect. The patient went to the hospital where it was confirmed a bladder rupture, and about 50% of the solution was remaining in the housing of the infusor. It is unknown with what the device was filled. No report of patient injury, medical intervention. No additional information.